Event description:
The complaint received states that post multiple stent implantations, the patient experienced stent fractures.

Manufacturer narrative:
This was a male with a medical history including unstable angina, abnormal lipid metabolism, diabetes, renal failure with hemodialysis, occlusive arteriosclerosis, diabetic gangrene and right lower limb amputation secondary to osteomyolitis. The patient was on an asa and ticlid medication regimen, started after the initial coronary intervention. In 2003, the patient presented for unknown reasons, angiography revealed lesions at aha 2 and aha 7. An unknown bms (non cordis) was implanted at aha 2 and two bx velocity stents were implanted at aha 7. Details of the procedure are unknown. Residual stenosis was noted to 0% at both lesions. In 2005, 30 months post implantation, angiography was conducted and 100% instent restenosis was observed in the bms at aha 2 and 90% instent restenosis inside of the two bx velocity stents at aha 7. In 2006, three months after the instent restenosis was revealed, treatment was electively performed. At this time plaque rupture was noted inside of the bx velocity stents. One cypher (3.0 x 18mm) was implanted at aha 7, it is unknown if pre-dilation, post-dilation of ivus were done. There is no further information regarding this procedure. In 2006, angiography revealed no problems with the implanted cypher stent at aha 7. The following month, elective treatment of the instent restenosis of the unknown bms (non cordis) at aha 2 - 3 was performed. Multiple pre-dilations were performed using four separate balloons for multiple inflations each. One cypher (2.5 x 28mm) stent was implanted at aha 3. One cypher stent (3.0 x 33mm) was implanted proximally to the aha 3 stent with overlap. Another cypher stent (3.0 x 28mm) was implanted proximally to the second stent with overlap. Another cypher stent (3.0 x 28mm) was implanted proximally to the third stent with overlap. And, finally, a cypher stent (3.5 x 18mm) was implanted proximally to the fourth stent with overlap. Post-dilation of the stents was conducted using a maverick balloon. Residual stenosis was noted to be 0%, confirmed with ivus. Timi flow was 3 after the procedure. In 2007, 14 months post implantation; angiography revealed instent restenosis and stent fracture at aha 2 - 3, inside of the implanted cypher stents (used to treat the isr of the unknown bms). To treat the restenosis and fracture, two taxus stents were implanted inside of the cypher stents. A new lesion was noted at aha 1, this was treated with taxus implantation as well. In 2008, four months after taxus implantation, instent restenosis was noted in the cyphers at aha 3. This was treated with non-cordis cutting balloon poba. Five months later, angiography revealed stent fracture at the implanted taxus at aha 2 - 3. A non-cordis bms was implanted to stabilized the fracture. Five months later, the patient was at work when he collapsed. Cardiopulmonary resuscitations was administered; however, was unsuccessful. Neither angiography not autopsy was performed. Physician's comment: "the cause of the death was unknown, because it was a sudden death, it is unknown if the cyphers had the causal relationship to the event. Thrombus was not confirmed, but thrombosis could not be denied". All of the stents remain implanted thus, unavailable for analysis. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot i0806059 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Three units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot i0806059. Add'l info was requested to the coating site for death. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and high rate of stenosis. Stent fractures are seen in areas of stent overlap with corresponding stress loads. In addition, there are biomechanical forces that can possibly lead to strut fatigue and fracture of the stents. Inspections are in place to prevent products from leaving the facility. This is one of five products used during the same procedure on the same patient, which is associated with mfg report #9616099-2009-01595, 9616099-2009-01594, 9616099-2009-01596, and 9616099-2009-01598.